Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer needs to order a battery for a replacement. There was no patient or user involvement